Event description:
During verification testing at the svc center, it was noted that the device door roller and door roller pin were broken off.

Manufacturer narrative:
During testing, the device door roller and door roller pin were broken off. The device has been identified as part of product recall. This report represents all the info known by the reporter upon query by hospira personnel.